Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report a high blood glucose level of 498 mg/dl. Customer stated that there was a hospitalization for high blood glucose. Customer's blood glucose reading at time of hospitalization was 479 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.